Manufacturer narrative:
The patient's weight is unknown.

Event description:
Device 3 of 3. Reference MFR. Report#: 3006705815-2021-01831. Reference MFR. Report#: 3006705815-2021-01832. It was reported the patient has been unable to set their ipg into MRI mode due to low impedance being present. Troubleshooting attempts were performed but were unable to provide resolution. As a result, the patient plans to undergo surgical intervention.

Manufacturer narrative:
A4 - patient weight was obtained via follow-up. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 3 of 3: reference MFR. Report#: 3006705815-2021-01831. Reference MFR. Report#: 3006705815-2021-01832. Additional information obtained via follow-up revealed the patient's scs system was explanted.